Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The physician¿s intention was to cap the lead and replace it with a new lead. The lead subsequently dislodged while attempting to gain venous access for the new lead. The helix could not be retracted completely and tissue was visible on the tip of the lead when it was removed. The lead was then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Blood was observed on the sleeve head.